Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering the insulin. The customer reported that she had high blood glucose levels of 20 mmol/l. The customer reported that her sugar started to drop in the 15 mmol/l. It was reported that the customer's current blood glucose level was 7 mmol/l. Product is not expected to return.